Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was electrically abandoned due to right ventricular (rv) noise, oversensing and inappropriate shock. There was no pacing inhibition or therapy exhaustion. The rv noise was reproduceable with isometrics. The ICD was abandoned and brady and tachy therapy was turned off. Subsequently, a subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No additional adverse patient effects were reported.